Event description:
Healthcare professional reported rupture of the right device diagnosed by MRI. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening because received device on broken glass container. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported rupture of the right device diagnosed by MRI. Device has been explanted and replaced.